Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reya1462 showed no other similar product complaint(s) from this lot number.

Event description:
Caller reports that she attempted to place a catheter and it was difficult insertion and she advanced the wire and she reports it "hung up". She reports the catheter kinked and when she attempted to remove the catheter most of the catheter was missing and the wire was severely bent. She wants to know if the catheter is radiopaque? They did an x ray of the patient's arm and chest and did not see anything. The patient is "sore" at the insertion site. They found the catheter in the soft tissue. They do have the device.